Event description:
From staff: leaking (edwards vip) pa [pulmonary artery] cath where blue cvp [central venous pressure] lumen meets white hub, unable to obtain accurate cardiac outputs, pa cath needed to be removed. Patient had pa cath placed while in the cath lab for emergent admission for cardiogenic shock. Ended up having redo avr/CABG [aortic valve replacement coronary artery bypass graft] requiring multiple pressors for support post op. For a few days. Defective catheter.